Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The returned console was tested after arriving in field service. The reported failure mode was reproduced during testing. Visual inspection confirmed the power manager corrosion due to leakage of the electrolyte from the battery failure alarm super caps.

Manufacturer narrative:
Patient information was not provided. Section a was left blank. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that upon powering on an impella automated impella controller the screen had a blue screen and generated a "system self-check failed change console immediately" alarm. No harm to patient management was reported.